Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her sensor reading is off from her blood glucose level. Customer's blood glucose is 230 mg/dl. Her sensor reading was over 400 mg/dl. When she checked, she was much lower. Eventually the sensors had to be changed due to calibration errors. The alarms did not occur after performing find lost sensor. Customer stated the alert occurred as a result of the first calibration attempt. A bad sensor alert occurred after a second consecutive calibration error. Customer was advised of proper calibration and sensor methods. Nothing further reported.